Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (remaining insulin reading) issue. Customer support (cs) completed troubleshooting and there was less insulin than what was in the cartridge. There was a 0-20 units different. The reporter stated that the patient had a blood glucose (bg) of 1.9mmol/l without symptoms. The patient self treated with food and drink. The reporter stated that the patient also lost confidence in the pump. This report is being made due to the hypoglycemic event the patient experienced due to an history settings issue.

Manufacturer narrative:
The reporter stated that the pump is reading less than what is in the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission 02/09/2017-product analysis: the device was returned and evaluated by product analysis on 01/20/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed data relevant to the alleged event from (B)(6) 2014 was overwritten due to continued pump use. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. No debris was observed within the cartridge compartment. The pump successfully completed a prime sequence. The cartridge was removed and it was verified 175 units remained in the cartridge. The cartridge was reinstalled and the rewind and load steps of the prime sequence were performed. The piston appropriately stopped at 175 units and the display correctly read 175 units. Bolus deliveries and a 24-hour exercise test were executed without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was dim and discolored. A case crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.